Event description:
The customer called and reported she was hospitalized for high blood glucose of 600 mg/dl and diabetic ketoacidosis. Customer's symptoms included vomiting and inability to walk. By the time she arrived at the hospital, her blood glucose was 1000 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. She remained in the hospital until (B)(6) 2015. At the time of this report, customer's blood glucose was 264 mg/dl. Customer received a failed battery test alarm, as well as bad battery alarms. She was unsure if there was any damage to the battery cap or battery cap. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked belt clip slot.